Event description:
It was reported that a pump failed a flow rate test. The device was programmed to deliver 50ml of fluid, however, only 40ml of fluid was delivered. It was also reported that the customer attempted to perform a flow rate calibration on the device.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. MFR report nos. 134492-2012-00076, 134492-2012-00077 and 134492-2012-00078 are related to this report. The pump software (v.6.02.06) allows flow rate calibration by the customer. It is unclear if the device performed within specification prior to the reported flow rate calibration.